Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The additional evaluation revealed that the investigation into the fault in the forceps complained of was that traces of corrosion were indeed detected. The visible traces were easy to remove mechanically. Therefore, we could determine that the cause was a deposit of galvanic corrosion. In regard to rusting, it can be said, in general, that all materials, even so-called rust-free/stainless steel are only resistant to rust to a certain degree. This defence against rust can only be relied upon when the material is dry and is not stored with other metal materials. All metallic contact in damp/wet conditions release electrolyte reactions which results in galvanic corrosion. No fault was detected with the product.

Event description:
It was reported there was corrosion on holding forceps. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information manufacturing documents were reviewed and no complaint related issues were found.